Event description:
At about 10 years 5 months after the primary, the patient came in reporting pain due to metallosis. The surgeon also observed that the cup was loose. The surgeon revised the cup, liner, and head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 january 2026. Ball heads: cocr 01.25.031 cocr ball head 12/14 d 36 mm size m (k080885) lot 148649: (B)(4) items manufactured and released on 25-march-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Cup: versafitcup cc trio 01.26.45.0052 versafitcup metalback cc trio d 52 mm (k103352) lot 151063: (B)(4) items manufactured and released on 27-may-2015. Expiration date: 2020-04-30. No anomalies found related to the problem. (To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.